Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The root cause of the observed condition was determined to be a loose screw. After the tightening the screw, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device powered itself on and off. There was no pt use associated with this incident.